Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately twenty four days post filter deployment, it was alleged that the patient had a CT scan that showed that the filter tilted to the right with two filter struts were penetrating the wall of the ivc. The patient allegedly was told that it was necessary to remove the filter and underwent a percutaneous removal procedure twenty eight days post filter deployment. Prior to the filter being removed, it was alleged that the apex of the filter was found to be tilted to the right and the struts were extending off the lateral aspect of the ivc. Furthermore, the patient allegedly experienced pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali inferior vena cava filter was deployed in the infra-renal location at the level of l2 without evidence of angulation or embolization. Approximately, three weeks of post deployment, the patient presented with back pain. A computerized tomography-abdomen/pelvis with contrast showed that there was an inferior vena cava filter in place. The filter was tilted to the right. The location of the limbs was difficult to visualize that may be extraluminal. There was no surrounding soft tissue or soft tissue inflammation. The amount of tilt appeared to have increased slightly in the interval. After, four days, filter retrieval and filter insertion was performed. Status post insertion of inferior vena cava filter with subsequent development of tilt of the filter on computerized tomography, and penetration of the wall of the inferior vena cava with two of the struts. Access was gained via right internal jugular vein under sonographic guidance with a #21-gauge one-wall needle, through which a 0.018-inch floppy-tipped guidewire was introduced. A #5-french pigtail catheter was advanced over the wire and positioned in the lower inferior vena cava. Single injection was then performed filming over the abdomen in the anterior projection. Noted g-2 filter in the infra renal supra iliac inferior vena cava. The apex of the filter was tilted to the right and struts were seen extending off the left lateral aspect of the inferior vena cava. The pigtail catheter and sheath were then exchanged over a floppy-tipped guidewire and a #12-french sheath introduced. A recovery device was then used to engage and subsequently remove the filter under fluoroscopic guidance. Follow-up cavogram revealed no retained fragments and no evidence of extravasation. Successful recovery of malpositioned g2 filter with subsequent replacement with a new filter. Therefore, the investigation is confirmed perforation of the inferior vena cava(ivc), and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately twenty four days post filter deployment, it was alleged that the patient had a CT scan that showed that the filter tilted to the right with two filter struts were penetrating the wall of the ivc. The patient allegedly was told that it was necessary to remove the filter and underwent a percutaneous removal procedure twenty eight days post filter deployment. Prior to the filter being removed, it was alleged that the apex of the filter was found to be tilted to the right and the struts were extending off the lateral aspect of the ivc. Furthermore, the patient allegedly experienced pain. The current status of the patient is unknown.